Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported experiencing a fluid leak. Patient stated she went to insert her cassette and seen fluid all over the floor and coming from the cassette door. Patient stated the liberty select powered off and wouldn't come back on. Patient is out of town and doesn't have any supplies to perform continuous ambulatory peritoneal dialysis. Patient was advised to contact the peritoneal dialysis nurse. Additional information was solicited. The liberty select was replaced.

Manufacturer narrative:
Internal review indicated that additional symptom codes were required for this customer allegation. Plant re-opened investigation. Additional symptom codes the reported symptom (can't turn on cycler) was not confirmed. The reported symptom (powers down) was not confirmed.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The reported symptom (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. Tested positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."